Event description:
A peritoneal dialysis (pd) patient's sister reported that the patient was hospitalized on (B)(6) 2026 with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained in the hospital, but the nurse did not have the pd culture results available. The patient was treated with antibiotic therapy utilizing intra-peritoneal (ip) vancomycin and ceftazidime (dosing not provided). The patient remained in the hospital at the time follow-up was performed and was pending discharge to a rehabilitation facility. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique. The patient is reported to be recovering from the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set had a malfunction or product deficiency that caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis was likely due to a breach in aseptic technique which is a very common source for infection in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.